Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient went into asystole during an implant procedure of an implantable pulse generator (ipg) when the leads were connected in the header, however there was no capture due to setscrew issue in the header. The lead was paced externally by the analyzer and the ipg was successfully replaced. No further patient complications have been reported as a result of this event.